Event description:
The customer reported that the charging connection was unstable due to visible damage to the usb port. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down and continued to function. The customer, advised by technical support to be careful with the usb port, acknowledged the guidance. The pump was to be replaced by technical support, and the customer expressed interest in obtaining an out-of-warranty loaner pump.